Event description:
The account alleged the bed is not sending a signal to the nurses' station when the bed exit is tripped. No pt impact.

Manufacturer narrative:
The technician replaced the communication cable to resolve the issue.